Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on (B)(6) 2012 at 7:15am. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her normal diabetes management routine in response to the reported issue. One hour after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "shaky." It is not known if the patient received any treatment in response to the symptoms. At the time of troubleshooting, the cca was able to walk the reporter through the proper testing procedures as recommended per the owner's booklet and the alleged issue was resolved. Replacement products were sent to the patient. Although at this time, it is not known if the patient received any medical treatment after the alleged issue began, however, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.